Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed cabinet which located in fxcathlab1. A bag of heparinized saline fell behind matrix drawer 5 and was punctured when closing, causing leakage and a burning smell. Drawers 5 and 6 failed, with one showing device not detected on bus. After rebooting and unplugging by the customer, the machine powered on, but the screen went black, drawer 6 opened, and began clicking repeatedly. The machine and fridge were unplugged and moved. Both were nonoperational. An assessment was needed to determine required parts or replacement. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that severe liquid and electrical damage originating from drawer 5, where a ruptured saline bag had leaked behind the matrix drawer, destroying the matrix board and causing drawer 6s full height (fh) drawer board to fail as well. A field service engineer (fse) found that the drawer 4 also showed signs of damage. The 6 drawer pyxibus cable appeared damaged due to discharge, and the power supply/ecompartment showed strong odor of malfunctioning electronics from the power supply and communication sled. Due to safety concerns and the extent of damage, power could not be safely applied to determine whether all in one (aio) was also affected, though the installed remote manager showed no visible damage or odor. Good faith attempts were made to get the additional information. No responses received from the field service engineer (fse) and the fse manager. Additional information will be added to the record if and when the information is received.